Event description:
It was reported the customer was experiencing low blood glucose. Customer's blood glucose was 48 mg/dl. The customer had treated their blood glucose with juice. The customer also reported a crack on their insulin pump. Customer stated the crack was adjacent to the reservoir. The customer was unsure how the damage had occurred. Customer was advised to disconnect from the insulin pump and revert to a back-up plan while their insulin pump was being replaced. The customer was able to raise their blood glucose to 64 mg/dl at the end of the call. Customer also requested assistance with changing their basal rates. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.